Event description:
It was reported that on an unknown the three-level plate and inferior screws are fractured. Patient is being revised. The procedure and patient outcome were unknown. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been received, the previously reported event under mrn 1526439-2025-00110 is no longer considered reportable at this time as the device will be handled by the legal manufacturer. No further follow-ups will be sent under mrn 1526439-2025-00110.